Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor assembly. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor anomaly. The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received missing end cap sticker, cracked case at display window corners, case at reservoir tube window corners, battery tube threads, broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm, and the keypad is unresponsive. The customer was unable to complete the rewind sequence. The customer's blood glucose was 273 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. No further information was reported.